Manufacturer narrative:
Bubbles and foam were observed in the patient samples. The customer has since implemented a new centrifugation step after defrosting patient samples. Foam on samples may lead to low results for this assay. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.

Event description:
There was an allegation of questionable elecsys -crosslaps/serum immunoassay results for multiple patient samples on a cobas e 801 analytical unit. The customer provided an example of discrepant results for 4 patient samples. On (B)(6) 2023, patient 1 had an initial -crosslaps result of 70.4 pg/ml. The repeat result was 521 pg/ml. On (B)(6) 2023, patient 2 had an initial -crosslaps result of 63.3 pg/ml. The repeat result was 529 pg/ml. On (B)(6) 2023, patient 3 had an initial -crosslaps result of 60.6 pg/ml. The repeat result was 548 pg/ml. On (B)(6) 2023, patient 4 had an initial -crosslaps result of 60.1 pg/ml. The repeat result was 624 pg/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2023 with acceptable results. Qc data was acceptable. Multiple sample alarms were observed during a review of the customer's alarm trace data. The field service engineer (fse) visited the customer site on (B)(6) 2023 and checked multiple parts of the instrument. The fse adjusted the sample probe alignment. The fse noted milky growth in the syringes. The investigation is ongoing. H3 other text : na.